Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a channel disconnect during an unspecified infusion. The devices were sent to biomed where the iui connectors were noted to have corrosion and replaced. There was no patient harm.